Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an angled stardrive screwdriver tip broke during a c5-c7 anterior cervical discectomy and fusion (acdf) on (B)(6) 2016. The tip broke when placing a zero-p variable angle spacer at level c5-c6. The first screw was inserted with no problem. When inserting the second screw, the tip of the screwdriver broke, generating two fragments which fell into the wound. There was a five (5) minute delay due to an additional x-ray that was needed to locate and retrieve the fragments. One fragment was retrieved manually and one fragment was suctioned out. There was no harm to the patient and the procedure was successfully completed. The patient outcome is unknown. Concomitant devices reported: screw (part 04.647.836, lot unknown, quantity 2); zero-p variable angle spacer (part 04.647.126s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (angled stardrive screwdriver t8 with sleeve/self-retaining, part number 03.617.900). The subject device was returned with the complaint condition stating that during surgery, an angled stardrive screwdriver tip broke when placing a zero-p variable angle spacer. The first screw was inserted with no problem. When inserting the second screw, the tip of the screwdriver broke, generating two fragments which fell into the wound. Only the screwdriver portion of the sleeve was returned (part number: 03.617.900.001) the sleeve and handle were not returned therefore lot number/mfg date can¿t not be determined. The prongs on the screwdriver were found to be bent outward and the tip is missing. The remainder of the returned device is in good condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. DHR review was unable to be completed because the lot number is unknown. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The condition of the returned device does agree with the complaint description. The complaint is confirmed. The angled stardrive screwdriver, t8, with sleeve, self-retaining driver is a component of the zero-profile (zero-p) and the zero-p variable angle (va) anterior cervical interbody fusion (acif) system and is designed to be used in conjunction with an angled awl for hole preparation and screw insertion if the patients anatomy does not allow use of the straight instruments. For final tightening, only drivers compatible with a 1.2 nm torque limiting attachment (03.110.002.99) should be used. The technique guide cautions: ¿if the torque limiting attachment is not used, breakage of the driver may occur and could potentially increase risk to the patient.¿ the drawings were reviewed during investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined the failure mode is consistent with application of excessive torque on the device. The instrument is not designed or intended to be used for final tightening of the screws. Final tightening should be performed with a driver compatible with the torque limiter. Without the torque limiter, excessive torque could be applied to the driver and cause it to break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.